Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip broke off. The root cause is a combination of misuse and heavy usage. If the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip fracture/damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged, either causing the fracture or at minimum adding to material fatigue. The date code (B)(4) indicates the instrument was manufactured in (B)(6) 2004 and is over (B)(6) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The poly extractor broke and will not extend to grab the poly when you spin the knob at the end of the handle.